Manufacturer narrative:
B3: unknown; no specific information has been provided to date. H3: the device was received for evaluation. Event history review showed alarms for improper shutdown, motor not running, and motor rate error. Visual and functional testing was done which revealed corrosion on the circuit board. Investigation determined the probable cause to be extensive physical damage and product tampering. Due to the overall condition of the device, the pump was deemed beyond economical repair (ber).

Event description:
The device was returned as it was reported that the device was not charging during testing that needs interconnect board. The results of the investigation found that issues of motor not running and motor rate error were identified. There was no patient involvement.